Event description:
Additional information received reported that the patient experienced withdrawal and the patient was hospitalized. The patient outcome was noted as "no injury."

Event description:
The patient complained of itching the day after a pump replacement. The healthcare provider (hcp) thought "maybe let her get accustomed to the intrathecal delivery of baclofen." The patient's pump dose had been lowered from her pre-surgical dose of 186mcg/day to the post-surgical dose of 96mcg/day. The device system was used to nfuse lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 863740, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: pump: product ID 8709, serial# (B)(4), implanted: (B)(6) 2001. Product type: catheter. (B)(4).